Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is contributed to design. Corrective action has been implemented to preclude this event mode.

Event description:
The reporter stated that the gamma target had a fatigue fracture. This event did not occur during a surgical procedure.